Event description:
Event description boston scientific, crm received information that this cardiac resynchronication therapy defibrillator (crt-d) device was explanted and returned following the patient's death. No allegations have been against the performance of the device and the patient's death was not product related. This event was created based on laboratory analysis of the device.